Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. Additional information indicated that this lead exhibited loss of capture and dislodgement was confirmed through an x-ray. This lead was explanted. No additional adverse patient effects were reported.